Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: removal / snaring of dislodged balloon from patient. Device issue: dislodged balloon. It was reported that the device was being used off label in the renal artery. After one inflation in renal artery and upon retraction, the balloon sheared off the catheter. It was retrieved by a snare from the aorta. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can lead to separations include, manufacturing, balloon ruptures, interactions with other devices, or interactions with the anatomy. It was not reported where the separation occurred, although that could have aided the investigation. A definite root cause cannot be determined. The powersail was used to treat a lesion in the renal artery. The instructions for use states: the powersail coronary dilatation catheter is indicated for: dilation of the stenotic portion of a coronary artery and dilation of a coronary artery occlusion. It is not known how the use of the powersail in the renal artery contributed to the reported difficulties.